Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was returned and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was noted from the device memory that there was an average of 23 v-sic per day over the last 16 days. There were four non-sustained episodes with v-v intervals of less than 220 millisecond on (B)(6) 2015. Concomitant medical products: the 5076-52, lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has oversensing of numerous non-physiologic non-sustained v-v counter. The lead is suspect of a fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.